Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Bd technical support troubleshoot with customer over the phone. Investigation summary: the reported complaint of an over infusion of heparin was not confirmed during a review of the log or replicated during testing; however, during inspection, pump module was identified with a backed-out bd manufactured pivot latch screw protruding the door. Thorough laboratory testing performed on the suspect pump module found the pump module performing with no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. A review of the pcu event log identified an infusion of heparin on (B)(6) 2024 at 1:02. The log indicated the infusion was terminated when the device was channeled off at 2:39 pm. The pcu event log could not determine why the infusion was terminated. The pcu event log recorded the previously programmed infusion of heparin was restored. Immediately after the start of the infusion the pump alarmed for patient side occlusion. The user cleared the volume infused and channeled off the device. The total volume infused is 42.626ml (calculated value). A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Bd recommends the use of bd manufactured parts in the safe and effective operation and maintenance of the alaris system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Also replace resistor r79 located on the motor controller board as it was scratched during internal inspection (but still working). This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the heparin over-infusion was not definitively determined, but a blacked-out pivot latch screw and scoring on the left side of the pcu were noted. These issues may prevent the pump module door from closing completely, potentially leading to over-infusion. Note that imdrf annex a09, a0404, a040502, a230502, c07, c0601, c23, d15, d01, d11, and g04090, g0301201, g02017, g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of heparin (500ml/25,000unit bag) to a patient admitted for chronic cholecystitis. The heparin was intended to infuse at a rate of 27ml/hour (1350 units/hour). However, 250ml was infused over 2 hours. Following the event the patient had "abnormal" coagulation lab value. The heparin infusion was stopped, and labs collected every two (2) hours until lab values returned to normal range. The patient's lab value stabilized without harm. Bd received additional information. Bd representatives went to the facility after receiving the above report. It was reported that the "event happened between 3pm-4pm on a friday. After an hour, half of the IV bag was empty. The patient was ¿fine¿ after a while following the event."

Event description:
It was reported that there was an over infusion of heparin (500ml/25,000unit bag) to a patient admitted for chronic cholecystitis. The heparin was intended to infuse at a rate of 27ml/hour (1350 units/hour). However, 250ml was infused over 2 hours. Following the event the patient had "abnormal" coagulation lab value. The heparin infusion was stopped and labs collected every two (2) hours until lab values returned to normal range. The patient's lab value stabilized without harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin (500ml/25,000unit bag) to a patient admitted for chronic cholecystitis. The heparin was intended to infuse at a rate of 27ml/hour (1350 units/hour). However, 250ml was infused over 2 hours. Following the event the patient had "abnormal" coagulation lab value. The heparin infusion was stopped, and labs collected every two (2) hours until lab values returned to normal range. The patient's lab value stabilized without harm. Bd received additional information. Bd representatives went to the facility after receiving the above report. It was reported that the "event happened between 3pm-4pm on a friday. After an hour, half of the IV bag was empty. The patient was ¿fine¿ after a while following the event."

Manufacturer narrative:
Additional information: note that imdrf annex a1801, c070606, d02 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.